Manufacturer narrative:
H3: one cadd solis vip pump was received with no physical damage found on the device. The event history log was reviewed and there was a system fault message. Latch functional check was conducted and the reported issue was duplicated at power up. The issue was caused by a faulty latch/lock flex and it will be replaced to resolve the issue.

Event description:
Information received a smiths medical cadd-solis pump alarmed error 41541 . No patient adverse events reported.